Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (adp) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for peritonitis. On the same day, dianeal therapy via apd was temporarily discontinued due to the peritonitis. Physioneal and extraneal therapies were ongoing. At the time of this report, the patient was recovering. No additional information is available.